Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated and the connector socket of the light source side was replaced. Based on the latter, it was surmised that the scope was not detected due to communication failure and faulty socket. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that exera 3 endoscopes were not detected. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.